Manufacturer narrative:
Initially it was reported that there were hemostatic valve separation and brim cap detachment issues. The biosense webster, inc. Product analysis lab received the device for evaluation and observed on (B)(6) 2020 that device was received in the condition reported as the brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the device. Both the issues of the brim cap and hemostatic valve remain assessed as MDR reportable issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on (B)(6) 2020. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and brim cap detachment issues occurred. It was reported that during the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke. It was also reported that the orange part of the hub slid away. There was bleed back coming from the sheath (5cc). The hemostatic valve did not break into two or more separate pieces. Patient¿s hemodynamics was not compromised, and no additional intervention was required to stop the bleeding. No air entered the patient¿s body. The sheath was exchanged, and the procedure was continued. Visual inspection was performed and the brim cap, the hemostatic valve and silicone ring were found detached from the hub. No other damages were observed on the device. Adhesive was normally applied to bond the clear hub and the brim cap. A device history record evaluation was performed and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed. The root cause of the bleeding could be related with the damage on the hemostatic valve and brim cap detached. The hemostatic valve damage and brim cap detached could be related to handling of the device during the procedure; however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6) 2020, noted correction to the 3500a initial as h4. Device manufacture date was processed as(B)(6)2019. It should have been (B)(6)2019.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation and brim cap detachment issues occurred. It was reported that during the procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium broke. It was also reported that the orange part of the hub slid away. There was bleed back coming from the sheath (5cc). The hemostatic valve did not break into two or more separate pieces. Patient¿s hemodynamics was not compromised, and no additional intervention was required to stop the bleeding. No air entered the patient¿s body. The sheath was exchanged, and the procedure was continued. It was reported that the carto 3 system was working per specification. In addition, it was reported that the sheath was determined to be the root cause of the product complaint. There¿s no indication that the bleeding was excessive nor that the patient¿s hemodynamics was compromised or that additional intervention was required to stop the bleeding, therefore, this event was not assessed as a patient event but as MDR reportable product malfunctions for hemostatic valve separation and brim cap detachment.